Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported patient experienced ¿pain¿ and ¿mental anguish, grief, anxiety, apprehension. Fear of increased risk of bia-alcl, increased risk of bia-alcl.¿ patient representative also reported patient ¿suffered, and continues to suffer from physical permanent injury,¿ ¿disfigurement¿ and ¿suffered personal injuries and related damages.¿ these events are not related to the device. Device was explanted.

Manufacturer narrative:
Reason for reoperation due to "pain, lumps," and "capsular contracture," baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "pain, lumps," and "capsular contracture," baker grade unknown. Device remains implanted.